Manufacturer narrative:
H.10 additional manufacturer narrative: h.7 remedial action taken: the aquabeam handpiece was returned for investigation. Visual inspection confirmed that the handpiece scope tube tip (p2267) had detached from the telescoping tube (p1082). A similar complaint review confirmed a total of seven (7) similar complaints across multiple lots. The aquabeam robotic system user manual, um0101-00 rev f, states the following: section 5.4 precautions: aquabeam handpiece setup inspect the aquabeam handpiece to ensure packaging integrity. Do not use the aquabeam handpiece if packaging integrity is compromised. Non-sterile product may result in urinary tract infection or other complications. Prime the aquabeam handpiece with the scope tube tip fully advanced to shield the nozzle. Direct the tip of the aquabeam handpiece away from the patient or the user(s), towards fluid collection container. Failure to do so may result in user or patient injury. Section 11.2.5 sterile: aquabeam handpiece and aquabeam scope setup retract the scope tube tip on the aquabeam handpiece to 1 inch (2.54 cm) in front of its fully proximal position. Hold the distal end of the scope tube tip approximately 1 inch (2.54 cm) from the fully proximal position and continue advancing the aquabeam scope forward until it is properly engaged with the aquabeam handpiece and then rotate the proximal key alignment adapter so that the dimple on the proximal key alignment adapter is facing up. An audible click should be heard when the aquabeam scope is securely engaged with the aquabeam handpiece. Note: do not use excessive force to advance the aquabeam scope. If resistance is felt, gently rotate the aquabeam scope clockwise and counterclockwise while simultaneously applying forward pressure. There are a total of seven (7) similar complaints reported to procept. The investigation into this failure has confirmed that the immediate root cause of the scope tube tip detachment is due to the microstructure of the raw material lot in question (p2267 scope tube tip lot #21a00158, material stainless steel sus 316l) indicating a difference in the precipitates along the grain boundary, resulting in the inability of the weld to withstand a downward force when applied to the tip. Procept has reverted to using the scope tip as per p1315 design and as manufactured by the previous supplier, mechanical advantage, containing stainless steel 304 material.

Manufacturer narrative:
Remedial action taken: on 09-jul-2021, procept biorobotics corporation initiated a voluntary recall (removal) under 3012977056-072021-001-r, us FDA (B)(4), in compliance to 21 cfr 7 and 21 cfr 806, for the aquabeam handpiece, a sterile single-use component of the aquabeam robotic system, as it has been identified that the scope tube tip may detach from the telescoping tube in specific lots of our handpiece. This detachment may occur by the forces that occur either before insertion into the patient during preparation, or after insertion into the patient during the treatment planning stage of the aquablation procedure. The root cause investigation remains ongoing at the time of this initial report. The root cause has been linked to a purchased component. The defect has only been observed with a specific lot of the purchased component (p2267, scope tube tip lot #21a00158). It is believed that supplier material and supplier processes are contributing factors. Investigation is being conducted under corrective action process. The most common and foreseeable consequence, as identified in the complaints, is a clinically minor procedural delay due to the need to exchange the aquabeam handpiece for another aquabeam handpiece device. In the rare event, that the scope tube tip separates from the handpiece and falls into the bladder or prostate, a standard resectoscope, which is already available on the surgical set-up, will accommodate the removal of the scope tube tip (20fr) through the working channel (26fr) with no added procedural delay. Thereafter, the procedure can be continued with a replacement handpiece device.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the procedure, as the treating physician retracted the aquabeam handpiece scope tube tip toward the verumontanum, it was noticed through cystoscopy that the aquabeam handpiece scope tube tip was detaching from its welded joint. The aquabeam handpiece was safely removed from the patient and replaced with a new handpiece device. The new aquabeam handpiece was inserted into the patient and the aquabeam scope was retracted via the aquabeam handpiece scope carriage towards the verumontanum, and it was then noticed that the aquabeam handpiece scope tube tip was once again detaching from its welded joint (refer to manufacturer report number 3012977056-2021-00058 for associated event). The decision was made by the treating physician to abort the aquablation procedure. There were no adverse health consequences with the patient due to this event.